Manufacturer narrative:
Estimated date of event. The UDI is unknown because the part number and lot number were not provided. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of myocardial infarction, cerebrovascular accident, hemorrhage, and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported myocardial infarction, cerebrovascular accident, hemorrhage, thrombosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient deaths referenced will be filed under a separate medwatch report #. Literature. Article title "duration of dual antiplatelet therapy after various drug-eluting stent implantation".

Event description:
It was reported through a research article identifying that xience v may be related to the following: myocardial infarction, stroke, major bleeding, stent thrombosis, revascularization, rehospitalization and death. This article summarizes clinical outcomes of 1822 patients. Specific patient information is documented as unknown. Details are listed in the article, titled "duration of dual antiplatelet therapy after various drug-eluting stent implantation".